Manufacturer narrative:
Product complaint #: (B)(4) investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the DHR analysis of the batch 5296601 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. 60 parts were manufactured in (B)(4) 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that a locking screw was being placed in the metaglene when part of the head of the screw broke off. It was noted that the patient had a very hard bone. The screw was removed and another was placed without incident. Doe: (B)(6) 2018; right shoulder.